Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Correction made to e1:(B)(6). H4: the lot was manufactured from november 11, 2020 - november 13, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter was leaking from an unspecified location. The leak was observed during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.